Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via e-mail that upon opening an unspecified amount of tampons she noticed the pledget is falling apart at the top. She discarded the tampons and did not use them.